Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact on the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, but the malfunction persisted, leading to a replacement pump being provided. The customer will continue to use current pump for insulin therapy.